Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 02/05/2020. An investigation was conducted on 02/28/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be very slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled away, exposing the metal tip of the cold jaw. Based on the returned condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While using the cutting tool, the rubber coating (silicone) detached from the jaws. Also, it was noticed that the exposed jaw tip poked through the patients skin. The skin was repaired and there was no further incident. The case was completed successfully.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While using the cutting tool, the rubber coating (silicone) detached from the jaws. Also, it was noticed that the exposed jaw tip poked through the patients skin. The skin was repaired and there was no further incident. The case was completed successfully.